Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6), one (1) controller (B)(6) and one (1) driveline boot cover with unknown lot number w ere not returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced and the repair actions were verified. There was no evidence that the driveline boot cover had previously been serviced. Onsite inspection and visual evidence provided by the site revealed that the previous driveline sheath and strain relief repairs were damaged. The damage included a separation of the strain relief and damage to the strain relief which revealed multi-lumen damage, exposed the insulated driveline wires. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2023 at 15:40:21 and 18:51:11, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. No other alarms were observed within the analyzed period. As a result, the reported driveline and controller fault alarm events were confirmed. Visual evidence provided by the site did not reveal any anomalies with the boot cover. Of note, it was decided to remove the driveline cover due to the risk with the strain relief repair interaction. The reported driveline boot cover event was not confirmed. A driveline cover removal, driveline sheath repairs, and a driveline strain relief repair were performed to mitigate the driveline conditions reported. Based on the available information, the most likely root cause of the reported driveline sheath repair damage and strain relief repair damage, and strain relief damage may be attributed to factors such as normal wear over time or improper handling. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath and strain relief present. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d4: serial or lot#: (B)(6), h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 407652 lead. Implanted: (B)(6) 2014, 6935m62 lead. Implanted: (B)(6) 2014 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial or lot#: (B)(6). UDI #:(B)(4).d9: no. H3: no. Device evaluation anticipated, but not yet begun. H4: mfg date: 31-aug-2017 h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ boot cover d4: model #: 1175. Expiration date: 31-aug-2018. D9: no. H3: no. Device evaluation anticipated, but not yet begun. H4: mfg date: h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery and the ventricular assist device (vad) patient was admitted for a planned controller exchange. It was also reported that the previously repaired vad driveline (dl) had rescue tape along the entire length from the strain relief to the abdominal insertion. It was noted that the area near the strain relief was separating and had multiple cracks in the strain relief and the wires were exposed. The dl sheath was temporarily repaired while awaiting a strain relief repair. It was further reported that the strain relief was separated from the back nut of the connector and about .5 inches downstream there as a circumferential cut of silicon strain relief, outer sheath and inner lumen with exposed wired.  The driveline strain relief was repaired and it was decided to remove the driveline cover due to the risk with the strain relief repair. The vad dl remains in use and the controller was exchanged. No further patient complications have been reported as a result of this event.